Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 215 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer was performed displacement test and the test results was passed. Customer was assisted to perform the high pressure test and the test result was passed. Customer stated that the drive support cap was normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will not be returned for analysis.